Manufacturer narrative:
Eval summary: the product was returned for analysis, the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Solution was observed on the returned product. The product was returned and damaged was observed. The lens was returned in a specimen container. Product history records were reviewed and all documents indicate the product met release criteria. The product investigation could not verify a root cause for the alleged optic difference. Our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damge is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionaire has not been received. (B)(4).

Event description:
A nurse reported following an intraocular lens (iol) implant procedure, the pt was experiencing light flickers. The lens was exchanged for a two diopter difference between lenses. Add'l info has been requested.